Event description:
Medtronic received information that this hollow fiber oxygenator exhibited a leak where the water coils and the fiber meet. This observation was made during bypass. The patient was weaned off bypass, and the device was changed out without difficulty. Bypass was re-initiated, and the procedure was completed without reported complication. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: to date, this product has not been returned for analysis. Return of the device is anticipated. Upon receipt, the product will be analyzed to determine root cause for the reported event. A follow up report will be submitted upon completion of the analysis. No adverse patient effects were reported.